Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. Investigation summary: the complaint device is not being returned. It was discarded by the customer therefore not available for a physical evaluation. No further information regarding the cause of the defect has been provided to help determine a root cause for this failure. This complaint cannot be confirmed. A review of the device history record indicated that the batch of products was processed without incident related to the reported defect on the complaint; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed one similar complaint for this lot of devices that were released to distribution. At this point, as this failure was not confirmed, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the sales rep via phone that during a shoulder repair procedure the customer's vapr premiere 90 electrode did not have proper suction. The sales rep stated that wall suction was used during the case and the device was new. The case was completed with another like-device with no patient harm or delays. The sales rep was not present and could not provide any additional information. The device was discarded by the customer.